Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a tka put in by dr. Originally in 2004. She started having knee pain and was referred to another dr. An x-ray was taken and showed femoral component loosening. Implant was a press fit femur.

Manufacturer narrative:
An event regarding alleged femoral loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported femoral loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow up notes are needed to complete the investigation to determine root cause. It should be noted that the reported device was manufactured in 2008, yet it was reportedly implanted in 2006. However, this contradiction could not be clarified due to lack of substantiating information. No further investigation for this event is possible at this time. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
Patient had a tka put in by dr. (B)(6) originally in 2006. She started having knee pain and was referred to dr. (B)(6), x-ray was taken and showed femoral component loosening. Implant was a press fit femur.